Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 232mg/dl, 44mg/dl, 295mg/dl, 304mg/dl. Tests were done within <10 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported. Note: customer tested with the same finger stick and didn't have the correct code on meter.